Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2016 with the following findings: a review of the pump¿s black box did not reveal a ¿no cartridge detected¿ warning. The load step malfunction was not duplicated during investigation. The force calibration passed within specification. The pump was opened and there was no evidence of physical damage on the force sensor pins.